Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient stated that all the irritations happened about 6 months prior to the report when the patient fell on the ins and lead locations. The rep reprogrammed the ins for better coverage. The potential plan was to revise the leads and relocate the ins. It was noted that this information was confirmed with the physician.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 977a175 , serial# (B)(4), implanted: (B)(6) 2013, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome, cervical/neck and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient fell and stated the ins was now irritating the sciatic nerve. The rep reported that the patient now felt the leads under the skin, they were easy to palpate and caused discomfort. It was noted that the patient was very thin. The rep reported that stimulation wasn¿t helping as much as the patient would like. The patient wanted the ins moved to the abdomen. The rep reported that impedances were all within normal limits. The rep reported that they reprogrammed the patient for better coverage and the patient liked the reprogramming quite a bit more than the old programs. The rep reported that the options for moving the lead to the abdomen, adding extensions or longer leads were discussed. The rep reported that the physician was discussing with the patient about moving the leads and ins. The issue wasn¿t resolved at the time of this report. No further complications were reported.